Event description:
Caller reported a malfunction on a pump, identified by a specific malfunction code, and confirmed within warranty. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).